Event description:
Non-revision - intraoperative fracture. Open reduction internal fixation performed. Bone graft placed to reinforce repair (cortical portion of head). This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.